Manufacturer narrative:
H10 multiple good faith efforts (gfe) were attempted to obtain confirmation of the customer repairing the device and resolving the reported high blower temperature issue. No response or further information was received from the customer and philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temperature alarm. The high blower temperature alarm was found in the device event log by a field service engineer during an inspection of the device. There was no patient involvement at the time of the reported problem. There was no patient or user harm reported.